Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued repeated restart alarms identified as a motor current sense failure, preventing insulin delivery and leading the user to transition to subcutaneous insulin by pen; the event followed a meal announcement where insulin was not delivered, and the affected device¿s component implicated was the motor. Symptoms included hyperglycemia with a reported sensor glucose up to 300 mg/dl over several hours. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a failure to infuse linked to an insulation problem and traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.